Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that there was intraoperative laser fiber breakage which caused a burn, pain and skin lesion in appearance of a blister to the left thumb of the surgeon. A new fiber was used. The procedure was completed using the new fiber without patient complications.

Event description:
It was reported that there was intraoperative laser fiber breakage which caused a burn, pain and skin lesion in appearance of a blister to the left thumb of the surgeon. A new fiber was used. The procedure was completed using the new fiber without patient complications.